Event description:
A medtronic's strata 2 vp shunt placed (B)(6) 2007, then left to overdrain for up until (B)(6) 2016 when a different hosp found a problem with said device. They failed to address the problem too. Now medtronic believes they too have no accountability at this time. Their business partner failed to follow their medical protocol on their device. What is needed is a shuntogram the function study on their shunt. My daughter now has adult onset encephalomalacia, and bilateral frontal lobe and both temporal lobe damage. She is now a 24 hour in home care pt. She deserves medical care as a (B)(6) beneficiary. The source hosp is denying her care with this level of impairment. She is a developmentally disabled adult. That device has metal in the setting. An MRI magnet moves the shunt setting when ever that magnet wants to move it. Including the ability to remove the device from a pt's body. Codman haikim voluntarily recalled their shunts like this. Medtronic should be told to recall theirs too. No pt should go into an MRI unit with metal that can be removed by an MRI magnet. My daughter requires MRI scans as she is a chiari malformation pt too. Please help.